Event description:
It was reported that during the endoscopic vein harvesting procedure, two devices would not cut. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. This report is for the second device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continued to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.